Manufacturer narrative:
Investigation summary: a correlation between the device and the patient¿s expiration due to multi-system organ failure cannot be conclusively determined. The hm3 lvas IFU lists right heart failure and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that device was not explanted and no autopsy was performed. Right ventricular failure (rvf) occurred in the presence of right ventricular assist device (rvad). It is unknown if left ventricular assist device (lvad) contributed to the rvf. Patient was on dialysis, requiring increasing pressors and liver function tests (lft). Patient's family withdrew care.

Manufacturer narrative:
Age or date of birth: patient age was not provided. Approximate age of device- 70 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient expired on (B)(6) 2019 due to multi-system organ failure. The underlying right ventricular function could not tolerate the weaning attempts of the temporary rvad and care was withdrawn.